Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up revealed the lead was reprogrammed and remains in use.

Event description:
It was further reported that the rv lead "trends" identified were an acute rise in thresholds. The patient's acute heart failure and low potassium levels were suspected to be the cause. Further reprogramming occurred to establish capture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced syncope. It was also reported that there were slight changes on rv lead "trends". No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that polarity was switched from bipolar to unipolar.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was bradycardic as a result of the loss of capture.